Event description:
It was reported the patient received the following results within 15 minutes: 172 mg/dl, 199 mg/dl (system 1) and 98 mg/dl (system 2). Results were obtained using the same vial of test strips.